Manufacturer narrative:
(B)(4)

Event description:
The patient experienced a loss of stimulation in right arm, neck, and shoulder "just ten minutes ago". He was getting stimulation on his left side (patient had 2 device systems implanted). He also had a loss of therapeutic effect. There was no accident or incident related to this event. The patient was re-directed to his healthcare professional. Further information was requested. See manufacturer report # 3004209178201003851.